Event description:
It was reported the device was used during a laparoscopic cholecystectomy, when fired clips/staple kept scissoring with no torque on stapler, slowly squeezing the staple still scissored. No pt consequences. Case completed with another device of the same product code.